Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that at device change out, externalized conductors were observed via fluoroscopy. The lead was capped and replaced.